Event description:
It was reported that an inappropriate shock was delivered to this patient due to noise oversensing and low r wave amplitude from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The episode was replicated during follow-up and the device was successfully reprogrammed. Four atrial fibrillation (af) episodes were also noted large t waves and oversensing. Technical services (ts) was contacted for recommendations. Ts discussed these episodes appear to be variation of signals, irregular atrial rhythm conduction, premature ventricular contraction (pvc) and movement artefacts. This device system remains in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that an inappropriate shock was delivered to this patient due to noise oversensing and low r wave amplitude from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The episode was replicated during follow-up and the device was successfully reprogrammed. Four atrial fibrillation (af) episodes were also noted large t waves and oversensing. Technical services (ts) was contacted for recommendations. Ts discussed these episodes appear to be variation of signals, irregular atrial rhythm conduction, premature ventricular contraction (pvc) and movement artefacts. This device system remains in-service at this time. No additional adverse patient effects were reported.